Event description:
Pt presented for penile prosthesis removal. Pt was suffering edema and pain pre-operatively, treated with antibiotics and continued to have pain. After removal of the implant, it was inspected and noted that one of the cylinders had a section that had blown up like a balloon. Penile prosthesis was placed in 2008 at another hospital.